Manufacturer narrative:
The investigation for the reported issue has been completed. The returned pump and gwru (guidewire repositioning unit) were visually inspected, and the repositioning sheath was noted to be ribbed/buckled along its length. Additionally, the pump catheter was kinked at approximately the 84cm mark. This kink likely occurred during the ultimately unsuccessful attempts to readvance impella across the aortic valve. The gwru was tested for leaks in a pressurized system and no leaks were reproduced. The root cause of the reported bleeding was most likely patient condition as the returned repositioning sheath showed visible signs of stress. The positioning issues were ultimately caused by attempts to resolve the access site bleeding. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock and failing mitral valve was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella pump was pulled back into the aorta as an impella in aorta alarm was received. Additional attempts to reposition the device were unsuccessful as the impella catheter was unable to advance due to a kink. As the patient was no longer being supported by the impella pump, the device was explanted.